Event description:
It was reported by the rep that the one tct75 was used during an unknown procedure. It was reported that the stapler would not fire. The case was completed with another device with no pt consequence.